Event description:
It was reported that the patient was asymptomatic. It was noted noise, noise reversions and oversensing with low pacing lead impedance was observed on the atrial lead. The atrial lead was explanted and replaced and the patient received an upgrade. There were no complications or consequences before or after the procedure.